Manufacturer narrative:
(B)(4) the customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed on the sample. After failing functional testing, visual and microscopic examination confirmed a hole on the distal extension line. The edges of the hole are smooth and angled, which is damage consistent with contact from a sharp object (i.e. Scalpel, scissors, needle bevel). Adhesive residue was also observed adjacent to the hole in the extension line. The catheter body length from the juncture hub to the distal tip measured 221mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.45mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. The distal extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.442mm-1.50mm per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the distal line, water was observed leaking from the hole on the extension line. No leaks or anomalies were observed when flushing the medial or proximal lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A lab inventory guide wire (outer diameter measured 0.79mm) was inserted through the distal tip of the catheter body. No resistance was encountered as the guide wire passed completely through the catheter. Performed per IFU statement, " thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through investigation of the returned sample. Visual and functional analysis revealed a small hole on the distal extension line adjacent to the juncture hub. The edges of the hole are smooth and angled, which is damage consistent with contact from a sharp object (i.e. Scalpel, scissors, needle bevel). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause is likely due to unintentional use error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, in emergency monitoring room, after the catheter inserted successfully, the doctor found juncture hub leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "(B)(6) 2025, in emergency monitoring room, after the catheter inserted successfully, the doctor found juncture hub leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).